Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was on the customer's lap, and nothing was pressing up against the button to have triggered the alarm. Customer had elevated blood glucose levels (300 mg/dl). Customer resumed insulin delivery and delivered a correction bolus to stabilize blood glucose levels.